Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000054, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) power cord cable was replaced. System functions checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was not starting up anymore, the green power line led was not lit. No patient was present at the time of the event.